Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was going through a cartridge change and received error messages that did not allow the customer to change the cartridge successfully. Subsequently, a malfunction alarm occurred. The customers blood glucose level was reported to be 200 mg/dl. The customer did not have alternate insulin therapy available at the time of the issue. It was indicated that alternate insulin therapy would be obtained from the health care provider.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.